Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation performed, there was no malfunction observed and the system performed as expected. However, due to system's inherent behavior, there was a lag due to which user received hypo alert at the later time. The user did not require any medical attention. He could help himself and felt fine. Glucose lag is a known property of the eversense continuous glucose monitoring (cgm) system. The system did assert hypo alert at a later time due to lag. The user could help himself and felt fine. He did not require any medical attention.

Event description:
Senseonics was made aware of an instance wherein a patient using eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did not provide an alert for low glucose.